Event description:
It was reported that the patient had great difficulties" with the device and it was not giving them the medication because they were on a high dose". Per the reporter, following the use of one cassette, it was noticed soon after replacement of the new cassette that the patient experienced marked increase in veletri side effects of flushing and headaches.

Manufacturer narrative:
Other, other text: b3: event date unknown. D3, g1,2 email is: (B)(6). D4: catalog, lot, expiration date, UDI number unavailable. G5: 510k number unavailable. H4: device manufacture date unavailable. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.